Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was received inside a heart valve return kit in original packaging jar filled with clear solution. Visual analysis showed the valve appeared discolored showing evidence of blood contact. All leaflets were pliable. Leaflets exhibited signs of creases; appeared intact. As received, all leaflets were in a partially closed position with a large gap between all free margins. Remnants of blood host tissue were noted on all commissures; appeared intact. The valve was received in a crimped state with the inflow exhibiting an elliptical appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition, possibly from being in the crimped position for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, calcification and valve infolding may have been contributing factors. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, calcification may have been a contributing factor. There is no information to suggest a device quality deficiency that may have caused or contributed to this. This event does not allege a device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with significant right coronary cusp (rcc) valve leaflet calcification, the valve was loaded without issue on the first load attempt. The load was verified using fluoroscopy. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm non-medtronic (inoue) balloon. Following the bav, during the first attempt at deployment, an infold of the valve frame was confirmed via fluoroscopy and echocardiogram. It was reported that the implant team was aiming for a depth of 3 mm on all cusps. It was noted the position of the rcc valve leaflet was high and the valve frame was ¿pushed¿ by uneven calcification on the rcc valve leaflet which caused the infold. Moderate paravalvular leak was noted. The cause of the pvl was the infolding area. The valve was recaptured into the delivery catheter system and withdrawn from the patient. A second pre-implant bav was performed using a larger 20mm non-medtronic balloon. Following the bav, a new valve was implanted successfully. No adverse patient effects were reported.